Event description:
It was reported that the patient underwent an elbow arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to abscesses around the implant; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown. Catalog number, lot number and expiration date - unknown. Implant date - unknown. Initial reporter phone: (B)(6). PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.